Event description:
A nurse reported the sys would not extract the silicone oil during a procedure. The procedure was able to be completed after the surgeon manually removed the silicone oil. There was no reported impact to the pt.

Manufacturer narrative:
The company rep examined the sys and replaced a footswitch. The sys was then tested and found to meet product specifications. No samples were returned for evaluation. There were no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).